Event description:
Livanova deutschland received a report that, the laboratory results (pre e post disinfection) show contamination with mycobacterium chimaera, the device now is isolated. The customer required dd procedure.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in italy. A complaints database review revealed other previous device contamination complaint submitted by this hospital.through follow-up communication with the customer during previous cases it can be highlighted that the device is cleaned regularly according to the instruction for use. Moreover, the device is placed inside the operating room, with the fan positioned opposite to the patient at an estimated distance of 2 meters from the surgery field. In addition, the hospital user does not use reusable heating blankets for the patient. Moreover, a disposable pall-aquasafe water filter with an 0.2m membrane used for tap water or equivalent performance filter is used, the h2o2 is checked every day and when the device is not used, it is stored drained. No patient reusable heating blankets are used by the hospital and the 3t aerosol collection set is replaced after the allowed use period. The root cause of the reported contamination could not be determined.